Event description:
During cataract surgery, smoke was noticed coming from the base of the cataract system. The machine was immediately turned off. Another surgical unit to complete the case. Since surgery had already begun, the eye incision remained open during the delay.